Event description:
Event description guidant received information that this ventricular implantable lead exhibited high, out of range pacing impedance measurements at both this follow up check and the one just previous.